Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Updated fields - b4, e1(initial reporter, event site email), g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - d5, e2, e3, e4, g2, h6(medical device ¿ problem code). A getinge field service engineer (fse) went to perform routine maintenance on the machine. It was found that when performing the pim leak test, it did not pass the membrane test. The leakage value was found to be excessive. However, the machine can be used normally. Fse replaced the new safety disk and tested it in the all fill manifold step. Initially, all steps of the test passed normally. Therefore, the safety disk was replaced for the customer and the machine was tested. Can be used normally.

Event description:
It was reported that during regular maintenance the cardiosave intra-aoritc balloon pump (iabp) had a testpim failed the membrane step. There was no patient involved.

Manufacturer narrative:
Due to character limit full details of e2-event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.